Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. It was the surgeon's decision to remove the implant at the patient's request.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2020 where one implant was installed. The patient later complained of right side si joint pain and requested that the implant be removed. The surgeon said there was no medical reason to remove the implant but agreed to remove it at the patient's request. In (B)(6) 2021, the surgeon performed a revision procedure where he removed the right side implant using chisels as it was solidly fixed in bone. It is not known if the surgeon filled the explant void with bone graft. There was good bony growth both on the inside and the outside of the removed implant. The status of the patient following the revision procedure is not known.